Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for pre-dilatation. However, upon initial inflation at 10 atmospheres for 15 seconds, the balloon ruptured. Subsequently, the device was replaced with a 2.5/20 non-bsc balloon catheter but it also ruptured. The procedure was completed with 2.5/15 non-bsc balloon catheter. No patient complications were reported.